Event description:
The pt was implanted with an scs system on (B) (6) 2009 consisting of an ipg and percutaneous leads. It was reported on (B) (6) 2010 the pt could not feel the stimulation. Her programmer would not locate the ipg nor would the charger. A new wand and charger were sent to the pt, however, this did not alleviate the reported problem. On (B) (6) 2010, the physician explanted the ipg. F/u on the pt found her to be doing well and receiving adequate stimulation. The explanted ipg was returned for eval.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.